Manufacturer narrative:
(B)(4): d10: item # 32-422806, oxf gap gauge med 3/4mm, lot # unknown. Item # 32-422805, oxf gap gauge med 1/2mm, lot # unknown. G2: report source canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, three spacer spoons have deep grooves underneath them, which makes them lose material easily when measuring the gaps. A shaving of plastic was found after testing. All parts were cleaned from the patient before closing. There were no significant delays. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed which showed three gap gauges exhibiting damage and signs of wear. There are gouges in the under surface which locates during surgery upon the tibial cutting guides. It is possible that there is a damage and burrs on the cutting guide which has caused the wear and damage photographed however as the cutting guide was not pictured or returned, it is not possible to identify this as the cause. There is one photo of what appears to be a sliver of gap gauge material which it likely the piece which was reported as the shaving which was removed from the patient. It is not known which gauge this was from. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint histories identified additional similar complaints for the reported items. However, due to the lack of the lot numbers, an additional lot search could not be performed. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.